Event description:
Spontaneous call, patient reported the pump liquid display being multicolored and can¿t see anything, explains that it is ¿fried¿ and not usable. Patient informed that he did not drop the pump. Unknown if patient missed a dose; no adverse event reported; device available for return, unknown lot/expiration. No further information or dates known. Pump used to infuse gamunex-c 10% 30 grams IV once weekly. Reported to (B)(6) by: patient/caregiver.